Event description:
The implantable neurostimulator system was implanted antegrade. The leads were position a bit high. Simulation was not quite covering the target area. The patient chose to use high amplitude and high frequency stimulation parameters. The amplitude was 8-9 volts; the frequency was 75-80 hertz. The patient had to recharge frequently and she questioned if the battery was correctly holding a charge. The patient planned to recharge the system more frequently to create a 'memory.' The hcp planned to revise the leads and move them down. Additional information has been requested. A follow-up will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).